Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm previously occurred, so the cause could not be determined. Reportedly, the customer may have used cold insulin. The customer changed pump supplies and used room temperature insulin to address the issue. There was no reported impact to customer¿s blood glucose level.